Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to have an auto threshold test due to noise signals. No loss of capture (loc) was present. The device remains in service. No adverse patient effects were reported.